Manufacturer narrative:
Per visual inspection: original front cap shell holder not received. No physical damage to cartridge holder noted. Missing dosing window noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Inpen front cap shell unable to determine damage due to inpen was received with missing original front cap shell. Test front cap shell holder properly locks in place. In conclusion: inpen received without original front cap shell holder. Missing or physically damaged front cap holder can affect insulin delivery. Therefore, the customer complaint of front cap shell holder being lost was undetermined due to inpen being returned without original front cap shell. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost the cap. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed. Inpen replacement initiated. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-105elblna was requested and the device was returned.

Manufacturer narrative:
Investigation findings code was 424, investigation conclusions was 2306 was missing from the h6 section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.